Event description:
Reporter: pt. Summary: whisperject failed when attempted injection. The cap popped off, medication emptied without administering dose. It is unk if the pt missed a dose or had any other pen in hand to use. Date of occurrence: unk. Was the product taken / administered? No. Can MFR call pt for f/u? Yes. Can MFR arrange for product pick up? Yes. Lot number unk, pt was not able to read the writing on auto-injector. Reported to (B)(6) by pt/caregiver.